Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is electrical power surge. However this cannot be confirmed. It is unknown if the device met specifications and whether the device was influenced by the reported failure.  The device was in use on a patient. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "indications for use: indications: the bd sensica¿ urine output system is an automated system for continuous monitoring of urine output (uo) and core bladder temperature when connected to a temperature-sensing foley catheter. Target population: the bd sensica¿ urine output system is intended for bedside monitoring of urine output for any patient with an indwelling, urological catheter, drainage tubing and collection bag, typically in critical care settings or where close monitoring of urine output is desired. The bd sensica¿ urine output system is also intended for monitoring core bladder temperature when used with the bd sensica¿ temperature monitor module and a bd 400 series temperature-sensing foley catheter or equivalent. Contraindications: there are no known contraindications for use with patients who have indwelling, urological catheters in place. General warnings: medical electrical equipment requires special precautions regarding electromagnetic compatibility (emc) and needs to be installed and put into service according to the emc information provided in the charts at the end of these instructions for use (appendix a). Portable and mobile radiofrequency (rf) communications equipment can affect medical electrical equipment. The bd sensica¿ urine output system should not be stacked with other equipment. The bd sensica¿ urine output system has a degree of protection against electric shock of applied parts classified as type bf. This device is classified as an iec class I device. When using class 1 xp power model number: alm65us12 power supply, to avoid the risk of electric shock, this equipment must only be connected to a supply main with protective earth. Do not immerse or submerge the bd sensica¿ urine output stand, display monitor, ring, temperature monitor module, temperature sensor cables, or monoplug adapter in water or other liquids. Do not pour liquids over the display monitor, ring, temperature monitor, cables or monoplug adapter. If liquids accidentally spill onto the device(s), wipe off liquid with soft cloth as soon as possible. See section 14 for complete care instructions. This device is not suitable for use in the presence of flammable mixtures. This device is not suitable for use in oxygen rich environments." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the nurse had concerns regarding the reliability of the sensica monitor. Nurse wanted to check the reliability and acceptable error margin for the device and whether the reliability was impacted by low urine output. And hence nurse decided to measure the volume of urine emptied from the bag and compared it to the sensica device reading. Nurse described in one instance where the numbers differed by a couple hundred. In the other instance the bag was emptied and calibrated before going to a test. When the patient came back, the sensica said there was 4 ml of urine, but the bag indicated there were 14ml. Stated that this happened in a 6kg baby so, although 10 ml seems like a small amount, it can be significant. Nurse did not know if the difference was related to the 15 minute measurement display delay. While it was not unusual for small pediatric patients to not make enough urine to fill the bag, it was still possible that the bag could have been emptied resulting in the discrepancy in the first example. This could just be a case of nurses needing to let things go but it still would be nice to share the reliability data.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse had concerns regarding the reliability of the sensica monitor. Nurse wanted to check the reliability and acceptable error margin for the device and whether the reliability was impacted by low urine output. And hence nurse decided to measure the volume of urine emptied from the bag and compared it to the sensica device reading. Nurse described in one instance where the numbers differed by a couple hundred. In the other instance the bag was emptied and calibrated before going to a test. When the patient came back, the sensica said there was 4 ml of urine, but the bag indicated there were 14ml. Stated that this happened in a (B)(6) baby so, although 10 ml seems like a small amount, it can be significant. Nurse did not know if the difference was related to the 15 minute measurement display delay. While it was not unusual for small pediatric patients to not make enough urine to fill the bag, it was still possible that the bag could have been emptied resulting in the discrepancy in the first example. This could just be a case of nurses needing to let things go but it still would be nice to share the reliability data.